Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing difficulty charging due to her scs ipg being tilted and also migrating. As a result, surgical intervention will be taken at a later date to address the issue.